Event description:
The nurse broke the tip adhesion by rotating the catheter 360 degrees and successfully inserted the catheter into the pt. Upon removal of the needle from the catheter, the needle did not retract when the button was pushed resulting in a needle stick to the nurse. The pt was hiv positive.